Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v526888, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that they had a battery change on (B)(6) 2016 for normal battery depletion. However, during the replacement the healthcare provider (hcp) found that one of the leads was broken. The broken lead was corrected a the time of surgery. The patient recovered completely and no patient symptoms were reported. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.